Event description:
Resolution 360 clip, while using clip deployer fell out in patient. This was left in patient for them to pass through the gi tract. 2nd clip obtained and deployed without issues. Failure was reported to boston scientific and issued bsci tw# [redacted].